Manufacturer narrative:
Per the clinic, the patient underwent revision surgery on (B)(6) 2019, in order to convert the patient to a transcutaneous baha implant system. During the procedure, the abutment was removed and a magnet placed on the internal fixture. This report is submitted october 10, 2019.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the clinician is planning to switch a bilateral baha abutments recipient to attract conversion due to infections and pain (date not reported).